Event description:
A beckman coulter field service engineer reported that during routine service and cleaning of the beckman coulter lab automation system, he grazed his hand against the edge of one of the mirrors used in the tube inspection unit (tiu). This area is only accessible to maintenance personnel and the maintenance involved in this event is only performed by beckman coulter field service engineers. The mirror that caused the graze is chamfered by specifications, but it is not framed or rounded. Contact with the mirror resulted in a cut to his finger which bled slightly. The mirror involved had been disinfected with ethanol just prior to the injury associated with this report. The service engineer was wearing a lab coat and rubber gloves at the time of the incident, however, was not wearing the lint-free cotton gloves required in the user's guide. The fse went to the medical department and a blood sample was taken as a baseline for in-vitro diagnostic testing for blood-borne diseases. Baseline testing showed no (B)(4), (B)(4) or (B)(4). The fse received a proactive tetanus inoculation, but no other prophylaxis was administered. This event occurred at: (B)(6).

Manufacturer narrative:
Service was not dispatched for this event. The required second pair of gloves was not worn during maintenance. The omitted cotton gloves are not for protection purpose but for avoiding traces of grease or fat on the mirror. As the field service technician was not wearing the required ppe, use error is a contributing cause to this event.